Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 375 mg/dl and a large ketone level identified as dangerous. The cause of elevated bg was unknown. Bg was addressed via a correction bolus, a manual injection, and a supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.